Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had many scratches on the lcd display screen and she could not read the display well. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The drive support cap appeared normal. The customer did not recall any significant events leading to the physical damage. A self test was performed and the device passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and missing the end cap sticker.